Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alerts on an infusion set (inset 32" 6 mm) with elevated blood glucose up to 300 mg/dl following a usual meal announcement; initial site change and tubing priming with confirmed drops were performed, but the occlusion alert recurred and was resolved only after a complete supply change with successful insulin delivery resumption. Symptoms included hyperglycemia without ketone testing, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for back-up therapy, professional medical intervention, or third-party assistance. Investigation included guided troubleshooting, site replacement, tubing fill verification with drop confirmation, and a full supply change. Investigation of this case revealed an infusion set occlusion that persisted until all supplies were replaced, with no adverse clinical sequelae reported. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set and/or disposable supply issue consistent with occlusion.